Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedance measurements were seen when it comes to this left ventricular (lv) lead as well as loss of capture after a recent ablation procedure. A lv lead fracture was confirmed on x-ray around the clavicular area. The lv lead was left insitu, while another lv lead was implanted successfully. No additional adverse patient effects were reported.